Event description:
It was reported that the patient experienced inadequate stimulation and underwent a system explant procedure. The patient is doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4). Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: (B)(4).

Manufacturer narrative:
Returned ipg model number: sc-1160 serial number: (B)(6) was analyzed and passed all tests performed. Returned lead model number: sc-2366-50 serial number: (B)(6) was analyzed and found five missing electrodes which is a typical result of an explant procedure. Returned lead model number: sc-2366-50 serial number: (B)(6) was analyzed and passed all test performed. The labeling review for the devices conducted determined that inadequate stimulation is a known inherent risk as documented in the instructions for use (IFU).

Event description:
It was reported that the patient experienced inadequate stimulation and underwent a system explant procedure. The patient is doing well post-operatively.